Event description:
Customer reported false positive result (2+) in the anti-b column of the cards. Tube method was negative. Issue was observed intermittingly on (B)(6) 2012.

Manufacturer narrative:
Retained testing and batch review were performed and were satisfactory. Customer returned gel cards from the same lot and results were satisfactory. (B)(4).